Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.09 on a pt. Test date: (B)(6) 2011, 4: 10 sample a collection; 4:10 sample result a collection; 4:25 sample a result <0.01 ng/ml; 7:04 sample a result 0.00 ng/ml (repeat); 6.50 sample b collection; 6:52 sample b result 0.09 ng/ml; 7:08 sample b result 0.01 ng/ml (repeat). No lab method testing performed. Customer states that there will be no product returned for investigation. Based on the info available at the time, there were no injuries associated with this event.